Manufacturer narrative:
Refer to manufacturer report #3004209178-2017-14582 for details pertaining to the device being dead. The main component of the system and other applicable components are: product ID: 3889-28, lot# va07xlv, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that, around (B)(6) 2013, the patient had a 70 lb tube tv fall on their back for 20 minutes. They called their healthcare provider right after it happened, the healthcare provider told them that their device was fine because the body protects the implant. However, it was stated that ever since then, the patient had severe back spasms. Then, on (B)(6) 2014, the patient¿s father turned the stimulation down to 0.0, and the pain spasms went away. It was noted that as he was turning it down, the spasms were less and less. The patient questioned if something could have happened to the system, like the leads moved, when the tv fell on them. It was reviewed that, with physical trauma, there was the potential of some thing happening to the lead or ins. The patient also stated that they were not sure how to turn stimulation off, but their father had the programmer, and they didn¿t know where it was, so no troubleshooting could be done. The patient was going to see their healthcare provider on (B)(6) 2014. It was recommended that they talk to their healthcare provider about the possibility of the lead being moved or broken, and about turning stimulation off. Additional information was received on 2017-jul-06. It was reported that the 300 lb, 60 in tv fell on their back, right where the stimulator was, and it had not been the same since then. It was stated that the patient went through surgery twice; ¿they tried to do one thing, then did a second thing.¿ the patient noted that the leads were replaced after the manufacturer representative discovered that they were messed up during the replacement surgery; the manufacturer representative told them after the procedure that ¿the cords are messed up, not the doctor.¿ additional information was received on 2017-jul-20. It was reported that the patient could not remember the dates of when the manufacturer representative (rep) told them the leads were messed up. They stated that it was during a surgery where the device was sticking out of their back; it was coming out and they could feel it poking out. They took it out and moved it to the other side, and that was when the rep noticed that something was wrong with the leads. They noted that they did not remember who the rep was, but they were really good, and if it wasn¿t for them, then they would have missed it. It was noted that they did not replace the device at that time, and the patient stated that they did not know why they didn¿t replace it at that time, because now the device was dead. However, they further stated that they thought the reason they didn¿t replace the device, and the reason they had to have three separate surgeries to try to ¿fix it,¿ was due to insurance. It was noted that the same healthcare provider had done all of the surgeries. No further patient complications are anticipated or expected as a result of this event.